Manufacturer narrative:
(B)(4): physio-control evaluated the device and was able to intermittently verify the reported event code. Physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing.the device has been returned to the customer for use.

Event description:
The customer reported that their device was intermittently logged an event code which is likely related to the device failing to deliver a defibrillation shock. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly. During testing, it was observed that the keypad caused the device to disarm defibrillation energy and log the reported event code when attempting to deliver defibrillation energy. The cause of the reported issue was determined to be that the shock button resistance was out of tolerance and measured high at 1.924 kohms where the tolerance should be no more than 100 ohms.